Event description:
It was reported that during deployment of a vena cava filter, the filter feet became stuck at the distal end of the introducer sheath. The filter deployment was completed after additional manipulation of the filter; however, some filter legs were crossed. No attempts were made to remove the filter and it remains implanted. There was no reported patient injury.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.